Manufacturer narrative:
This report is submitted on april 21, 2020.

Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently the abutment was removed on (B)(6) 2020.

Manufacturer narrative:
It was reported that the patient was placed under general anaesthesia in order to remove the abutment and was also treated with IV antibiotics. This report is submitted on (B)(6) 2020.